Manufacturer narrative:
Reportedly there was no patient involvement. Date of event is unknown. Device is an instrument and is not implanted/explanted. Therapy date of concomitant device is unknown. Facility name: university of colorado health-memorial health system. A device history record review has been requested. Patient code: no patient involvement. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the during a routine inspection, four (4) devices were noted to have product problems. Per reporter, it is unknown when the devices were last used in a procedure. The knob on top of the handle (handle of the inserter for ti elastic nails) was found to be broken. The handle was broken in 3 pieces the tip of the interlocking t25 screwdriver was found to be twisted. The ratcheting handle with quick coupling is having issue with insertion and release of the quick connect. The tip of t15 stardrive screwdriver is worn, twisted and is missing one of its teeth. Concomitant device reported: unknown quick connect (part number unknown, lot number unknown, quantity 1). This is report 2 of 3 for (B)(4).

Manufacturer narrative:
Device available for evaluation: date device returned to manufacturer. Initial reporter email. Subject device has been received and is currently in the evaluation process. Initial reporter telephone. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
DHR review was completed. Part no.: 03.010.473 lot no.: 7888077 manufacturing location: haegendorf release to warehouse date: 10.may.2012 no ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. H3, h6: customer quality conducted an investigation of the returned device. Service and repair evaluaiton: the customer reported the tip of the screwdriver was twisted. The repair technician reported the screwdriver was bent at the tip. Bent is the reason for repair. The item is not repairable per the inspection sheet and was forwarded to customer quality. Cq device condition: the interlocking screwdriver was received with all components intact. The distal tip of the main body and the sliding bar are twisted axially in the direction of resistance from screw insertion and shows bent and deformed edges. The distal tabs of the main body appear extruded distally. Thus, the complaint condition is confirmed and consistent with the reported condition. Replication of the complaint condition is not applicable as the device is already deformed. Lot number review: no service history review can be performed as part number 03.010.473 with lot number(s) 7888077 is a lot/batch controlled item. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The lot went through the required steps during the inspection at the time of manufacturing and the DHR records showed no issues concerning the material or material conditioning. Release to warehouse date: 10.may.2012 drawing review: based on the date of manufacture the drawings reflecting the current and manufactured revision, were reviewed. The design history was found to not impact the complaint condition. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Due to the damage, accurate dimensional inspection of the distal drive feature could not be performed. Per the technique guide, the user is to ¿always use the standard screwdriver for final tightening of the screw¿. However, as the user technique and the conditions at the time of the damage are unknown, the root cause cannot be definitively determined. Conclusion: a device history record (DHR) review, device inspection, and drawing review were performed as part of this investigation. The complaint condition is confirmed as the distal tip of the main body and the sliding bar were observed to be twisted axially in the direction of resistance from screw insertion. There were no issues during the manufacture of the product that would contribute to this complaint condition. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. No new malfunctions were observed during the course of this investigation. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.